Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing stimulation in the wrong location. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019 where the lead was repositioned. Issue resolved.